Event description:
It was reported the patient experienced progressive ambulation difficulties and bilateral lower extremity weakness and presented to the hospital, then was subsequently transferred to another facility after greater than 48 hours of bilateral lower extremity paralysis. An MRI scan revealed a large intradural, extramedullary mass localized around t10, in the vicinity of the intrathecal catheter. The patient was taken to surgery in 2008 for t9, 10 11 laminectomy and decompression, intradural resection of the lesion and removal of the intrathecal catheter. Following completion of the laminectomy, the dura was opened and an adherent mass was noted to be attached to the dorsal dura. The mass was dissected and extended durotomy superior to the lesion. On gross examination by the microscope, there was granulomatous-appearing tissues. "It was thickened and adherent to the dura and the dorsal surface of the spinal cord. Part of the arachnoid was apparent through the lesion, however, it became grossly adherent to the arachnoid. We removed as much of the lesion as possible around the lateral gutters and the dorsal surface. We attempted to leave any vascular structures intact on the spinal cord in hope that he may regain some neurological function. Specimens were sent for frozen and permanent pathology; frozen was consistent with granulomatous lesion without necrosis. The wound was irrigated with bacitracin-soaked saline. As the granuloma was resected, within the granuloma was intrathecal catheter. The catheter was mobilized from the granuloma. Then, an incision was made through the old scar in the lumbar spine region. The intrathecal catheter was identified and then removed from the intradural space. It was cut, and the tip of the extension catheter left under the subcutaneous tissue." The infusion pump remains implanted; the pump contained preservative free morphine sulfate 5mg/ml with daily dose of 3.594mg. Following extubation, the patient was taken to recovery in fair condition. The patient was placed in the neurosurgical intensive care unit for observation and pain medications were initiated to compensate for the removal of the intrathecal catheter. The patient seemed to have no sensation from the umbilicus down. For one day, he had subjective sensation to coarse touch on the left lower extremity that was absent subsequently. The patient had episodes of diaphoresis and significant blood pressure elevation to 210s/1000s with response to hydralazine and clonidine acutely. These episodes were determined to possibly be associated with withdrawal from narcotics. The episodes were completely resolved with increased oxycodone dosing and oxycontin long-acting with elevated levels of gabapentin. The patient also exhibited moderate delirium and disorientation which also resolved. The patient also had an acute episode of significant non-focal abdominal pain. Full work-up was performed and x-ray demonstrated significant amounts of stool in the abdomen. An aggressive gi regimen was introduced with successful bowel movement and resolution of symptoms. The patient worked with pt and ot. The patient was being catheterized every 4-6 hours after removal of the indwelling catheter. The patient was noted to have three episodes of hematuria; urine culture showed gross blood and positive e. Coli, which was treated with ciprofloxacin. While at the previous hospital, it was noted that 2 liters of urine were drained when catheterized and it was suggested that he may have had a stretch injury to his bladder resulting in the episodes of hematuria. No masses or clots were noted on a prior CT scan. The patient was tolerating regular food, having adequate pain control, adequate blood pressure control, was using straight catheterization and having regular daily bowel movements at discharge. He was to continue with pt and ot with follow-up with a urologist for evaluation of hematuria and new spinal cord injury. The patient was also being managed during the hospitalization for the previous pulmonary embolism.